Event description:
On 10/15/1999, the facility's or materials coordinator informed the MFR's rep of the following: the facility encountered two problems(same pt) different devices(ref MDR# 1056436-1999-188 for the first event/device). This report concerns the second event/device. The facility's or materials coordinator stated that the device was inserted and the balloon was filled with saline to the limit(not overfilled)and the balloon burst. The MFR's rep requested return of the device for analysis; however, was informed that the device in question had been discarded. The facility's or material coordinator was informed that since the device in question had been discarded, the MFR's investigation of this event would be limited to analysis of a retain sample from the same catalog/lot number, a trend analysis and review of the device history record. No further details were provided.